Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. There was no noise noted on the electrogram (egm). Boston scientific technical services (ts) provided troubleshooting options. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. There was no noise noted on the electrogram (egm). Boston scientific technical services (ts) provided troubleshooting options. This product remains in service. No adverse patient effects were reported. Additional information was received which reported that the lead was later surgically abandoned and replaced due to shock impedances of 140 to 145 ohms. No additional adverse patient effects were reported.